Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 2 (see 1920664-2013-00123).

Event description:
Report received from (B)(6) stated that during a procedure, the vitrectomy cutter would not cut. No pt impact or injury reported.